Event description:
It was reported during device interrogation the right ventricular lead exhibited noise and oversensing. X-rays revealed no anomalies. The physician replaced and capped the lead. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).